Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that noise and oversensing was observed on the atrial lead. Programming changes were made to address the observations. The atrial lead was being monitored. There were no reported patient consequences.